Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device has a red x and is chirping. The customer looked in the status log and the unit indicated an ECG bias. There was no reported patient involvement/adverse patient impact.